Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 600 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient was showing signs of withdrawal at an unknown date and went to their managing healthcare professional's (hcp) office. Another hcp tried to do a dye study and was unable to withdraw fluid from the catheter access port (cap). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention occurred as the pump and catheter were replaced to resolve the issue. It was indicated that the manufacturer's representative would return the pump and catheter. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was "alive - no injury" note this is conflicting with the report that surgical intervention occurred). No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc serial(B)(4) implanted:(B)(6) 2012 explanted: (B)(6)2017 product type catheter product ID 8596sc serial(B)(4) implanted:(B)(6) 2012 explanted: (B)(6)2017 product type catheter analysis of the catheter (pli 10) found that there was a hole in the catheter body caused by a deep abrasion. Analysis of the catheter kit (pli 20) found that there were no significant anomalies with the segment. Analysis of the pump (pli 30) found that there were no anomalies. If information is provided in the future, a supplemental report will be issued.